Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v276423, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the device was "going off," which started about a month prior to this report. It was noted that the patient stopped feeling the stimulation and started to have to run to the bathroom. It was stated that the patient reported the device turned off at night which lead to the loss of therapeutic effect. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.